Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records could not be confirmed due to age of the device. The manufacture date of the device was in 2002. The root cause of the reported issue was not identified. The probable cause was that the image was temporarily erased due to unexpected stress on the cable due to user handling, which caused the cable to break. The IFU (instruction for use) provides handling guidelines: never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of a dark image was confirmed due to a short in the cable. In addition, it was found the coupler base plate was bent and the unit failed a leak test due to small cut on cable.

Event description:
It was reported that during the beginning of a therapeutic procedure, the image was dark/screen was black while using the autoclavable camera head. The picture flashed in for a second when the cord was wiggled. A similar device was used to complete the procedure, however, there was a five (5) minute delay to acquire the device. No patient injury, infection or medical intervention occurred. The device was inspected prior to use and no abnormalities were noted. The manual for the product and manuals of all the other equipment that were used were followed accordingly.